Event description:
One patient with discrepant alk phos results. Initial result gave 367 u/l; repeat gave 239 u/l. Sample repeated on different analyzer - same methodology gave 221 u/l. Erroneous result was not reported. The field service representative was unable to determine the root cause for the discrepancy. Performance tests were performed.